Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4463 lead, implanted: (B)(6) 2000. (B)(4).

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed auto lead diagnostics showed ventricular lead impedance greater than1500 ohms since 2014-04 and lead impedance begins rises from an approximate baseline of 700 ohms in 2014-03 to greater than 1500 ohms.

Event description:
It was reported that the impedance has increased in the past few months on the right ventricular (rv) lead. The impedance is now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.